Manufacturer narrative:
Device available for evaluation - only the locking ring was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure". Dimensional evaluation found the locking ring to be within appropriate design specification. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2010. During the procedure, when attempting to insert the liner, the locking ring disengaged from the cup. The locking ring was reinserted and numerous unsuccessful attempts were made to insert the liner. The procedure was completed using another liner that was on hand, but only after a delay of more than half an hour had occurred.